Event description:
Additional information was received which noted that the pocket infection occurred post hematoma evacuation.

Manufacturer narrative:
Concomitant product: 5076-45, lead, implanted: (B)(6) 2005.

Event description:
It was reported that a pocket infection occurred. The patient was admitted to the hospital and treated with antibiotics and multiple transfusions, followed by explant of the cardiac resynchronization therapy defibrillator (crt-d) system. During the explant procedure, the patient was unable to be removed from the ventilator. The patient was kept in the ICU where the patient went into pulseless electrical activity and passed away. A cause of death of acute-on-chronic systolic congestive heart failure was provided. The patient was a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.